Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed error code 42224, unknown patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of "error 42224 (indicating a faulty main board)" was not duplicated. Inspected the device for physical damage or fluid ingression. Found many downstream occlusions in event log. The probable cause of the reported error is a software error. Replaced the downstream occlusion (dso) sensor to resolve reported error, and the device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.